Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie pocket failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie pocket failed to open. A technical support specialist (tss) connected with the customer regarding the issue and confirmed that user was able to eject the failed drawer after rebooting the device. The system functioned as intended after the customer resolved the issue of the device.